Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for pain. A lead migration/dislodgement and inadequate pain relief were reported. Signs and symptoms were as follows. On (B)(6) 2025: the patient had cesi, imaging showed one of the leads was out of the epidural space. The hcp recommended reprogramming. If no response, they would proceed with lead replacement. On (B)(6) 2025: the patient reported 10/10 neck pain. The spinal cord stimulator (scs) was reprogrammed. On (B)(6) 2026: the patient reported the scs was not providing relief. Imaging was performed, which showed lead migration/dislodgment. The relationship of the event to the device or therapy was causal. The relationship of the event to the implant procedure was not related. The component was reprogrammed. The issue was ongoing.